Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and the helix was distorted/bent. There was blood/body fluid on the proximal conductor (not obstructed) and there was blood in/on the helix mechanism. The outer insulation was breached cut and the lead was damage at explant.

Event description:
It was reported that during the implant attempt, the helix would not extend properly; instead it would jump out. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.